Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device, and the reported incident. A visual inspection was performed on the product, and observed a missing lanyard. A functional evaluation revealed a jammed motor/ blade stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification, or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning, sterilization methods, and the chemicals involved over a period of time, or one, or more of the motor phases shorting out. No containment, or corrective actions are recommended at this time.

Event description:
It was reported that during a knee scope, the motor drive unit stopped working. The procedure was completed with a backup device, and a 5- minute delay was reported with no complications. Results of investigation have concluded that this unit had a jammed motor/ blade stall, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.